Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable was confirmed via customer submitted photos; however, the dim leds and reduced controller volume were unable to be confirmed. The heartmate ii system controller (s/n: (B)(6) was not returned for analysis. Per the provided information, system controller (B)(6) has been in use since 2015. The product life of a system controller is a minimum of 3 years per the IFU. The controller was exchanged due to the dim pump running leds, reduced controller volume, and black power lead damage. The customer submitted image revealed a broken connector nut on the black power cable, a damaged strain relief, and a faded serial number label. No damage to the underlying wires was observed. The extent of the dim leds and reduced controller volume is unknown. A root cause for the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated flow around 7: the patient's baseline is 4. And elevated pump power of 6.5: the patient's baseline is 5. The patient has had transient elevations in the past(see (B)(6). The patient went to the emergency room where they had lab tests done. Urine analysis is pending. Pump flow went as high as 10.2. The patient reported feeling fine. A review of the log files revealed a few pulsatility index (pi) events as well as routine power source changes. Additionally, there were power/flow elevations starting on (B)(6) 2022. Additional information revealed another episode of elevated flow and power (9 and 6 respectively). The decision was made to discharge the patient home after their vital signs stabilized and repeat labs were taken on (B)(6) 2022. The patient's international normalized ratio (inr) was 2.0. The patient has been taking 81mg of aspirin, coumadin (warfarin), and plavix (clopidogrel) daily. An additional review of the log files revealed that there was a controller exchange on 27jul2022. Additional information revealed that the controller exchange was due to damage to the black power cable, a very dim controller display, and reduced controller volume.